Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and an elevated white blood cell count. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. Treatment for the peritonitis event was cefazoline (dose not reported, intraperitoneally, frequency and duration not reported) and tazime (dose not reported, intraperitoneally, frequency and duration not reported). At the time of this report, the patient was still hospitalized and was recovering from the event. Extraneal and physioneal therapies were ongoing. Additional information was requested but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).